Event description:
Reportedly, investigators of the shape study, code prtgui1lxfp01-006a reported that the patient prtgui1lxfp01-006a died outside of this hospital due to undetermined causes. This patient was implanted with the pacemaker teo dr sn (B)(6), the atrial lead xfine tx25d sn (B)(6) and the ventricular lead tx26d ttx660361. The report here is about the pacemaker teo dr sn (B)(6).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The manufacturing and the sterilization process for this device related to this report were re-investigated. The device history report (DHR) analysis and the sterilization report show that all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing and sterilization process. The analysis did not present any product rejections, nor deviations that could result in the reported incident. The device met all the requirements of the specification at inspection. The analysis of the provided patient files (one-day post implantation) confirmed normal device functioning as of 18 april 2023. As the suspected device and leads were not returned (the device and leads remain implanted) and no patient files were available for the time period surrounding the patient¿s death, no further investigation could be performed. This case is retained for trends.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, investigators of the shape study, code (B)(6) reported that the patient (B)(6) died outside of this hospital due to undetermined causes.